Event description:
On (B) (6) 2010, patient's wife reported several "blockages" have occurred while using the infusion sets on a competitor's infusion device over the last couple of months, resulting in extremely elevated blood glucose over 400 mg/dl. Wife stated she was convinced the tubing of the infusion sets was causing the blockages. On follow up on (B) (6) 2010, patient's wife reported patient began using the new infusion tubing and infusion sets and has not experienced any further blockages. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.